Manufacturer narrative:
The device was not returned by the customer; therefore, no product analysis could be performed.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was not able to be interrogated due to elective replacement time (ert), subsequently, the device entered safety mode. Technical services (ts) was consulted and recommended device replacement. This crt-p remains in service. No adverse patient effects were reported. Additional information was received and this crt-p has been explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was not able to be interrogated due to elective replacement time (ert), subsequently, the device entered safety mode. Technical services (ts) was consulted and recommended device replacement. This crt-p remains in service. No adverse patient effects were reported.